Manufacturer narrative:
Concomitant medical products: 6935m55 lead; implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) classified a ventricular tachycardia (vt) as a supra ventricular tachycardia (svt). The device was reprogrammed and the issue was resolved. The device remains in use. No further patient complications have been reported as a result of this event.